Event description:
The hcp reported the patient had been experiencing decreased efficacy of the intrathecal baclofen therapy. The hcp suspected a pump malfunction. An indium study was done. The results were not reported. The pump and catheter were explanted and not replaced. The hcp disconnected the intrathecal baclofen therapy.